Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, the lens was completely halved. The lens was probably damaged during application by a bad cartridge molding. The lens had to be explanted and then a new iol applied. Surgery got delayed but the patient was not affected. Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event of lens damage during folding, before implantation with confirmed no patient contact does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reported by nurse that, the lens was not in the eye. The damage occurred during folding, before implantation, so a new lens was used for implantation. The only impact on the patient was the longer entire procedure because of the preparation of a new lens.